Event description:
During a maternity delivery, the monitor was used to attempt to obtain the heart rate. The scalp lead did not work on three attempts. Upon delivery the pt was not breathing. The report indicates that there was a death.